Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, was advised that pump could continue to be used, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.